Event description:
The consumer alleges that the use of her humidifier caused bronchitis. While using the unit she says it made her chest tighten up and she went to the emergency room for treatment. If used in accordance with the instructions, this humidifier is intended to increase the humidity in the room. Her doctors informed her to start using a warm mist humidifier instead.